Event description:
It was reported that after a da vinci-assisted surgical procedure, the cadiere forceps instrument tip was damaged. The procedure was completed with no report of patient injury. Intuitive followed up with the initial reporter and obtained the following additional information: they can confirm this did not happen during the procedure.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The instrument was found to have a broken main tube approximately 36.05 mm from the distal tip. A piece measuring approximately 4.42 mm x 4.63 mm was not returned with the instrument. Components adjacent to this broken main tube do not show damage. Additionally, the instrument was found to have a dislodged proximal clevis at the main tube. The probable root cause is attributed to damage during use, which may result from an accidental drop of the instrument or inadvertent collisions with other instruments. Excessive side loading on the instrument can also cause the main tube wall to collapse inwards leading to cracking and subsequent breakage. This issue can be resolved by using an alternate instrument to complete the procedure. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable. Field h10 is blank as there are no related report numbers.